Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator 2 (usm2) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start - post anesthesia of a da vinci-assisted simple prostatectomy surgical procedure, the customer encountered an error on the universal surgical manipulator 2 (usm2). The customer performed an emergency power off on the system but the fault reoccurred. The customer was preparing the convert the case, the technical service engineer (tse) advised the customer that a three arm procedure could be done. The customer disabled the usm2 and continued the case. The tse confirmed an error 23008 on the usm2 in the system logs. The procedure was outcome with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed on the patient prior to the issue being identified. The system functionality was checked upon powering on the system. The error showed up during arm draping and not when the system was powered on.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 23008 error was found indicating fault on the insertion searchlight, confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 23008 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensors check was found to be failing on the insertion axis. Once testing was completed, the insertion gearbox assembly was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the insertion gearbox assembly in the usm.

Event description:
Refer to h11 for follow-up information.